Event description:
During case, monopolar scissors with cautery for the davinci, caused arc during procedure. Md stated that the arc had happened and then noticed a hole in the protective sheath that is placed on the scissors. Md noted there was damage to the right external iliac artery. The scissors were removed, and the protective sheath was replaced before surgery continued.